Event description:
During an in clinic follow up, decreased sensing was observed on the right ventricular (rv) lead. During the revision procedure the helix of the rv lead failed to retract. The rv lead was explanted and replaced to resolve this event. The patient was stable.

Event description:
Additional information was received that x- ray imaging was performed and the rv lead was found to be dislodged.

Manufacturer narrative:
The reported events were lead dislodgement, sensing r-wave amplitude variation, and helix mechanism issue. As received, a complete lead was returned in one piece with the helix full extended and clogged with blood/tissue. The reported event of sensing r-wave amplitude variation was not confirmed but helix mechanism issue was confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead body did not find any anomalies. X-ray examination found the inner coil was slightly over-torqued at the connector region consistent with procedural damage. Despite the inner coil being slightly over-torqued, after cleaning the helix, and applying torque onto the connector pin, the helix could be retracted/extended, and helix extension length was measured to be within specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region.